Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had power down issue. The technical support specialist (tss) guided the customer to use the power button located underneath the monitor. Both cabinets were successfully brought online and confirmed operational. The system functioned as intended after the technical support specialist troubleshooted the issue.